Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos, left monitor and brake assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system intermittently failed to boot. There is no report of death or serious injury associated with this complaint.